Event description:
The customer reported inaccurately low blood glucose reading with test strips, lot 1h508a. She opened the first bottle from a box approx 2 months ago. The readings she obtained seemed to be accurate (within her usual range of 104-120 mg/dl. After the bottle had been open for approx 1 month she began to obtain readings in the 10-20 mg/dl). After the bottle had been open for approx 1 month she began to obtain readings in the 10-20 mg/dl range. She opened the second bottle and immediately obtained readings in the 10-20 mg/dl range. The desiccant is in both bottles of test strips. The meter was set to the correct code. The customer does not have any normal control solution to check the test strips for accuracy. She performed a check strip test and the result was in range (no specific result available). She stores the test strips in her kitchen.